Event description:
Information was received from a patient regarding an external device to an implantable pump infusing sufentanil and dilaudid for non-malignant pain. It was reported that the patient stated the personal bolus was malfunctioning. The patient reported that when the device ran normal after the communicator read the pump and they took their bolus, the loading screen was stalling at 90% for 5 to 6 minutes. When they showed that to their doctor, they were told that they needed a new device because 'it will fail'. An agent reviewed information. When asked for the event date, the patient said the device was okay when they had it for a couple of weeks, then the issue started a month or so 'at least'. An agent walked the patient through clearing the data. The patient was able to connect to myptm (personal therapy manager) without lag. The patient mentioned their next bolus was after 9 minutes. The agent instructed the patient to monitor the issue and the patient would call back for further assistance.

Manufacturer narrative:
B3: date is approximate, year is confirmed valid. See b5 for further information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.